Event description:
It was reported by the clinician that the spring wire guide (swg) from three separate cdc-45703-b1a kits uncoiled while in use. All were used on the same pt. On 2/25/2009, the sales representative spoke with the clinical nurse manager and was told that she does not know if this happened with two or three kits. The pt was obese and the emergency room physician was attempting a sub clavian placement. A trauma surgeon was called in to help when placement became a problem. Reference medwatch 1036844-2009-00050 for second event involving the same pt.

Manufacturer narrative:
(B) (4). Sample will not be returned for eval.